Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump cannot always complete rewind and had to restart. The customer's blood glucose level was unknown. Customer also mentioned that the insulin pump has unexplained no delivery alerts. No troubleshooting was performed. The insulin pump will not be returned for analysis.